Event description:
Implanted with coils (B)(6), 2013. Mid (B)(6) started with intense back and pelvic pain, headaches, nausea, numbness in fingers and toes, dizziness, hair loss, weight gain, bloated abdomen, rash on stomach, acne, mood swings, brain fog.